Event description:
It was reported that the pump battery was depleting quickly while the pump was charging which resulted in the pump shutting down. There was no reported impact to customer¿s blood glucose level. The customer reverted to an alternate method of insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.